Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the (2) dh010's used with a h1tuv, after the third time, had no function and emitted noises. Another instrument was used to complete the case. There was no consequence to the pt.